Event description:
It was reported that the lesion was located in the distal right coronary artery (rca) with moderate tortuosity and heavy calcification. The first xience v stent (2.25 x15 mm) was advanced, but resistance was felt during the crossing attempt and the shaft kinked. The device was retracted and the second xience v (2.25 x 12 mm) was advanced to the stenosis. Again, resistance was felt during the crossing attempt, and while trying to overcome the resistance, the shaft separated proximally. The distal part of the device was removed without problems. No intervention or adverse patient effect were reported. A third xience v was implanted in the lesion without issue. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned xience v stent delivery system (sds) noted blood on the hub, shaft, balloon, and stent implant and in the guide wire lumen. There was contrast on the shaft. This is consistent with handling and suggests the sds was advanced into the body. The undamaged stent implant was stationary on the tightly folded balloon between the markers. Dimensional analysis noted the tip length and stent implant outer diameters met manufacturing criteria. There were kinks in the hypotube and a kink at the distal end of the strain relief tubing. This damage was not observed during product inspection prior to use and thus, may have occurred during or after the procedural attempts to cross the lesion or possibly as a result of packaging and shipment back to abbott vascular for analysis. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support; and is typically not associated with a product quality deficiency. The lesion condition was described as moderately tortuous and heavily calcified, which likely contributed to the failure to cross. To ensure this type of event is not the result of a product deficiency, profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release. It was confirmed that the hypotube and jacket had separated distal to the strain relief tubing. The fracture faces were ovaled as if kinked prior to separating. This type of failure is often attributed to ductile overload at a bend. Kinks or bends in the shaft can lead to weakening of the sds material such that subsequent application of force or further handling can cause a separation. To help ensure that kinks and shaft separations are not the result of the manufacturing process, all sds are visually inspected for damage at numerous points in the manufacturing process, including a final inspection of the product before being inserted into the dispenser coil. Additionally, a sampling of product is destructively tested to verify lumen integrity. Since there was no report of any damage observed to the sds prior to the procedure, this may suggest that a product deficiency did not contribute to the shaft separation. The shaft most likely kinked during the attempt to cross and further manipulation of the catheter would have contributed to the shaft separating. A review of the device lot history record for the reported lot revealed no associated nonconforming material records, indicating all lot release met specification. There is no indication of a product quality deficiency.